Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that the insulin pump is rewinding slowly and the batteries need to be changed frequently. Troubleshooting was declined. No significant event leading up to the event were mentioned. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.